Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the helix on the lead was extended prior to the physician using the rotation tool to extend it. The physician stated that the lead kept "catching" on the superior vena cava during insertion. He removed the lead and saw that the helix was slightly extended. The helix was retracted and the lead remains in use. No patient complications have been reported as a result of this event.